Event description:
Following a rotablator procedure an angio-seal device was placed. There was nothing remarkable noted about deployment; however, hemostasis was not obtained with the device. The post-placement tension spring was left in place while manual compression was held. After the suture was cut and the tamper tube removed, a femostop was applied for one hour. Decreased distal pulses were noted at that time. The femostop was removed and manual compression held; during this time if compression was released, bleeding was noted to resume. Manual pressure was held for a total of 3 hours, followed by application of a c-clamp. The pt reportedly had a weak pulse while the c-clamp was in position. The venous sheath (which had remained in place) was removed, and hemostasis achieved shortly thereafter. The pt was taken for an ultrasound the next morning which showed no apparent anomalies. However, as blood flow was still noted to be decreased, the pt was taken to surgery where the collagen and anchor were found to be intra-artrial. The device anchor and collagen were removed. The pt was said to have tolerated the procedure well, and was listed as stable at time of last report.